Manufacturer narrative:
The field report of bent lead was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found a slight bend at the distal region of the lead. The functionality of the helix was tested due to the slightly bent distal region and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. A review of the device history record (DHR) did not identify any issues. The lead passed all manufacturing and quality control tests prior to distribution from the facility.

Event description:
Prior to implant, after opening the device packaging, a bend in the distal end of the lead was observed.